Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h19042 and h11g14052 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of intestinal upset and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced intestinal upset. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The cause of the peritonitis was intestinal upset and the patient was off schedule with exchanges. The patient was recovering from the peritonitis. The outcome for intestinal upset was unknown. Dianeal therapy was ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4). Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis event.